Event description:
False-negative results. The user stated, "I have attached a picture of a flowflex test with a negative result, and another flowflex taken showing positive. The negative test was taken after the positive test as I was concerned about accuracy . The binax test was taken the next morning showing positive. I do not have the other 2 flowflex that came out of the 5 pack. But they both showed negative. In addition, I took a flowflex from an individual test box shortly before the two negative tests, and it showed positive. This test was also disposed of. I did not take a pcr test, since I have had multiple positive at home tests. The dates I took the tests were june 5 and 6. I used only flowflex, 2 positive from single packed boxes, and 3 negative from the 5 pack. The binax was taken on 6/6."

Event description:
False negative result (s). False-negative results. The user stated, "I have attached a picture of a flowflex test with a negative result, and another flowflex taken showing positive. The negative test was taken after the positive test as I was concerned about accuracy. The binax test was taken the next morning showing positive. I do not have the other 2 flowflex that came out of the 5 pack. But they both showed negative. In addition, I took a flowflex from an individual test box shortly before the two negative tests, and it showed positive. This test was also disposed of. I did not take a pcr test, since I have had multiple positive at home tests. The dates I took the tests were (B)(6) I used only flowflex, 2 positive from single packed boxes, and 3 negative from the 5 pack. The binax was taken on (B)(6)."

Manufacturer narrative:
Final product manufacture and qc record for cov1120209. No abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from cov1120209 can meet the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation.